Event description:
This lead was explanted due to fracture, which was observed on the lead after the patient was in a car accident. No adverse patient events related to the lead fracture were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of the lead demonstrated a damaged insulation at approximately 37.5cm distal to the is4 connector pin. In that section, the lead body was found squeezed and deformed. The conductor coils were found fractured confirming the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Based on the available information, it is reasonable to assume that the damage occurred during the reported accident of the patient. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.